Manufacturer narrative:
Event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began (B)(6) 2020. It was reported that the patient was leaking all the time and did not void. There were no device issues or further patient complications reported at this time.